Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment threads were stripped. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2017 with the following findings: review of the black box data revealed multiple power on reset records following replace battery and low battery alarms and warnings. There was one power on reset record recorded on (B)(6) 2017 at 22:49. The returned battery cap fit securely to the pump and the contact heights were within specification; however, the top slot is worn. On investigation, the pump powered on normally. Investigation did not duplicate the alleged no power issue. The pump was exercised for 24 hours without any power interruption. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The battery compartment was noted to be cracked. (B)(4).